Event description:
Uncontrollable bleed was observed during the soft cell insertion. The soft cell was inserted via the right internal jugular vein. During the soft cell insertion, the user removed the vessel dilator from sheath. Then the pt started to bleed heavily through the sheath. The user held a thumb over the sheath opening and inserted the catheter with difficulty. The soft cell insertion was finished and blood aspiration check was successful. However, the bleeding did not stop. The user made incision to the vessel insertion site find out the cause of the bleeding. Then the catheter insertion site at the internal jugular vein was bleeding. (There were slight gap around the catheter at the vein insertion site.) The user sutured the vessel wall around the catheter to close the slight gap and the bleeding stopped. The total amount of the bleeding was 600 cc and blood transfusion was performed. Since the pt's blood pressure also decreased, the pt was placed in the ICU for a day. Then the pt recovered and was transferred back to the regular hospital ward. For the needle insertion, site rite was used as a guide and the guide wire was inserted deep enough that it is unlikely to believe that the sheath and the dilator assembly was wrongly placed outside of the vein. The user is well experienced and has performed more than 50 soft cell placements before. However, this case was performed with a graduate student as part of the training and the student was the one who inserted the sheath and dilator assembly. The dilator was not returned for the eval and the soft cell was still placed inside the pt. (The placed soft cell is functioning as intended).

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review showed no other similar product complaint file(s) from this lot.